Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer experience hyperglycemia and nausea. The customer¿s blood glucose level was 200 mg/dl at time of incident and current blood glucose level was 589 mg/dl. Customer declined troubleshooting for high blood glucose. The devices will not be returned for analysis.